Event description:
Reportedly, both the mitral and aortic valves were explanted after an implant duration of approximately 8 years due to calcification. Implant and explant dates are unknown. Devices are to be returned.

Manufacturer narrative:
Method: device not returned. The report included no information except that an aortic valve and a mitral valve had been explanted after approximately 8 years due to calcification. No model number, serial number, implant date, explant date, or patient health or medications history were reported. The device history record (DHR) review cannot be done because the serial number is unknown. It is unknown if the device is available for return and evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of calcification was not confirmed, however host tissue was observed. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by the greatest point by approximately 2mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by the greatest point by approximately 3mm. Host tissue is minimal to moderate at stent inflow and moderate to heavy at stent outflow. Thickened or swollen tissue was also observed on the free margins of all 3 leaflets at all 3 commissures. Leaflet 1 had 2 tears, one tear at commissure 1 (tear measured approx 5mm in length) and one tear at commissure 2 (tear measured approx 4mm in length). Leaflet 2 also had a tear at commissure 2 (tear measured approx 6mm in length). No visible damage to wireform observed on xray. Method: x-ray. Device was received for decontamination on (B)(4) 2013. The customer's report of calcification was not confirmed. However, host tissue overgrowth, thickened and swollen tissue, and tissue tears were observed. These are characteristic signs of non-calcific degeneration. Conclusion: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of patient factors which includes non-calcific degeneration. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification.